Event description:
It was later reported by the manufacturer representative that it was the patient who made the comment about their first implant being removed about twenty years ago, and that no issues were mentioned along with that comment. The patients managing physician did not remove that device, nor was the manufacturer representative around during that time.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7424, serial#: (B)(4), implanted: (B)(6) 1993, product type: implantable neurostimulator . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported the patient's first implantable neurostimulator (ins) was replaced "right away." The rep did not have any further information on this. It was unknown if the patient recovered completely. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.